Event description:
During routine and emergent intubation in our surgery suites the anesthesiologists were unable to get various laryngoscope handles and blades to illuminate during use. This has happened on several cases. The laryngoscope system employs single use blades and a reusable battery operated handle. The physician stated that the lamp was intermittent and could not be depended on to work. Biomedical confirmed that several laryngoscope handles failed to light up when blade was inserted. Biomedical confirmed that all handles were inspected prior to placing in the anesthesia carts after cleaning and processing. Biomedical inspection found that many of the lamp holder assemblies were loose and creating intermittent connections not caught by the decontamination and processing teams.====================== manufacturer response for laryngoscope, venticaire (per site reporter)======================manufacturer has tried in-servicing and education but failures are still occurring randomly.what was the original intended procedure?intubationdevice #1is this a laboratory device or laboratory test?no

Event description:
During routine and emergent intubation in our surgery suites the anesthesiologists were unable to get various laryngoscope handles and blades to illuminate during use. This has happened on several cases. The laryngoscope system employs single use blades and a reusable battery operated handle. The physician stated that the lamp was intermittent and could not be depended on to work. Biomedical confirmed that several laryngoscope handles failed to light up when blade was inserted. Biomedical confirmed that all handles were inspected prior to placing in the anesthesia carts after cleaning and processing. Biomedical inspection found that many of the lamp holder assemblies were loose and creating intermittent connections not caught by the decontamination and processing teams.======================manufacturer response for laryngoscope, venticaire (per site reporter).======================manufacturer has tried in-servicing and education but failures are still occurring randomly.what was the original intended procedure?intubation.device #1is this a laboratory device or laboratory test?no.